Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (7991933) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to a small leak in the tubing leading to the pump on the left tubing. No other adverse patient effects were reported.

Manufacturer narrative:
Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument damage on the longer exhaust tube occurred after the device packaging was opened. In addition, the information received indicated the device malfunction was observed approximately 7 months after implant. Due to the brief period in-vivo, it was concluded that the separations most likely occurred inadvertently during closure at the implant surgery. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.